Manufacturer narrative:
(B)(4). The cause of the leak was determined to be the hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection and leak testing identified that there was a cut/hole in the patient line. Clear passage testing was performed with no issues noted. The sample was ran on a home choice machine with no issues noted. If additional relevant information is obtained, then a follow-up MDR will be submitted. Same patient as cmplnt-(B)(4).

Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) machine, it was reported that an integrated automated peritoneal dialysis (apd) set with cassette's line had a tear in it, resulting in the fluid leaking out through it. The technical service representative (tsr) assisted the care giver (cg) in ending therapy and advised the cg to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available. Report 1 of 2.